Event description:
It was reported that there were electrodes out of range. Follow-up was performed to determine more information pertaining to the event. The event was going to be reviewed and updated if additional information was known.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 3778-60, serial# (B)(4), product type. Lead (B)(4).

Event description:
Additional information received reported that the patient had had a fall weeks prior to the date of visit with the manufacturer representative. Electrodes 2 and 4 were found to be out upon impedance checking. Programming was not utilizing either of those 2 electrodes so there was no need to reprogram at the time. The patient was receiving effective therapy. The fall was not a result of stimulation or the device. No further follow-up was required as all known information was provided and the patient was receiving therapy.